Manufacturer narrative:
Based on the dates of therapy delivery (1996 thru 1999), the most likely model number for the cartridge (handpiece) is the tuna 3.

Event description:
Journal reference: ohigashi et al. "Long term results of three different minimally invasive therapies for lower urinary tract symptoms due to benighn prostatic hyperplsia: comparison at a single institute" international journal of urology (2007) 14, 326, 330. The article describes a long term retrospective study where 29 pts were treated with tuna therapy for bph symptoms. A number of pt complications were reported. Reportable event: one pt experienced post operative persistent pyuria. Treatment and add'l outcome info was not provided.